Event description:
Three implants placed 8/13/96. One failed. Dr indicated that the implant had been placed mext to a tooth that was "not healthy" and was being used as a temporary abutment. Dr had been "watching" this implant since it was placed. One person affected.